Event description:
It was reported that implantable neurostimulator (ins) was ¿put in wrong.¿ it was explained that the battery ¿couldn¿t stimulate¿ during surgery. Patient had been sent home, and ¿they hadn¿t done anything.¿ it was reported that the patient ¿had a box inside them, cut open, and no good at all.¿

Manufacturer narrative:
(B)(4).